Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred on (B)(6) 2011 in the afternoon. Pt reported getting a "hi" reading on her prodigy meter and called the medics. Medic's meter read 135mg/dl. The time between the two readings was said to be 15-20 mins. Treatment info was not provided, if any. Pt reported having hushpuppies and a candy bar before testing. During the call, pdc cc rep walked pt through troubleshooting and found out that the meter was set at mmol/l. Rep assisted pt with resetting the meter and provided proper testing procedures. Two on-call tests were performed and pt's reading came back at 162mg/dl, both times. Pdc sent replacement and prepaid envelope w/ instructions to return suspect device for eval.

Manufacturer narrative:
Pt returned meter on 11/13/2011. Pdc tested suspect device and no failures were detected. All functions worked properly and cs test gave results in range.